Event description:
Event description boston scientific received information that this device was programmed to high output due to high threshold measurements on the right ventricular (rv) lead. The rv lead, another manufacturers, also exhibited high impedance measurements. Our company received additional information that this device was explanted and depleted early due to the programmed high output.